Event description:
Making her heart hurt [chest pain - cardiac]. Right leg pain/ sharp lower extremity pain [leg pain]. Weakness on right side of face [facial weakness]. Eye drooping [ptosis]. Shakiness to face and hands [tremor]. Mch low [mch decreased]. Creatinine high [creatinine high]. Alkaline phosphatase high [alkaline phosphatase increased]. Unable to bear weight without pain [weight bearing difficulty]. Liver enlarged [liver enlargement]. Elevated heart rate [heart rate increased]. Unable to move without pain/burning pain/radiates [pain upon movement]. Abdominal pain [abdominal pain]. Mcv high [mean cell volume increased]. Glucose 400 [glucose blood increased]. Bp increased [blood pressure raised]. Vomiting [vomiting]. Limited rom due to pain/unable to lift right leg [joint range of motion decreased]. C-reactive protein increased [crp increased]. Drowsy/unable to stay awake [drowsiness]. Generalized pain [general body pain]. Clumsy with right hand [clumsiness]. Dizziness [dizziness]. Headache [headache]. Muscle aches [muscle ache]. 1+ pitting edema to right [edema knees]. Unable to ambulate [unable to walk]. Nausea [nausea]. Fatigue [fatigue]. Right knee discomfort [injection site discomfort]. Cortisone shots on same day [device use issue]. Right joint swelling [joint swelling]. Right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain [aching (r) knee]. Case narrative: this case is cross referenced with case (B)(4) (multiple devices). Initial information received on 01-jul-2019 from united states regarding an unsolicited valid serious case received from a lawyer. This case involves a (B)(6) female patient who experienced making her heart hurt, weakness on right side of face, eye drooping , right leg pain/ sharp lower extremity pain, right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, headache, dizziness, shakiness to face and hands, mch low, creatinine high, alkaline phosphatase high, 1+ pitting edema to right, unable to bear weight without pain, liver enlarged, elevated heart rate, unable to move without pain/burning pain/radiates, abdominal pain, right knee discomfort, right joint swelling, muscle aches, unable to ambulate, cortisone shots on same day, mcv high, glucose 400, bp increased, nausea, vomiting, limited rom due to pain/unable to lift right leg, fatigue, c-reactive protein increased, drowsy/unable to stay awake, generalized pain and clumsy with right hand, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included hayfever, fibrocystic/other breast disease, morbid obesity, atrial fibrillation, motion sickness, blurred vision at times, cad,sinus infections, vertigo, pseudogout, hyperlipidemia, gerd, gallstones, sleep apnea, copd, pneumonia, home oxygen use, urgency and stress incontinence, back injury(lower back to neck), arthritis-osteo, disc-dis-lumbar (herniated disks), age related osteoporosis, peripheral neuropathy, parkinson's disease (right arm and head at times), tremors, anxiety, depression, anemia, cardiac catheterization, epistaxis, irregular menses cycles, hard of hearing (l ear). Surgical history include breast surgery, biopsy rt breast, knee surgery, colonoscopy, right arm fx surgery. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing allergic rhinitis,chronic heart failure, asthma, hypertension, peripheral vascular disease, left sided weakness, facial droop, eyelid droop, breast cancer, type 2 diabetes mellitus, obesity(extreme), allergy to azithromycin (zithromax), cefdinir (omnicef), sodium benzoate with adverse reaction-itching, cherry adverse reaction with adverse reaction-itching and iodinated diagnostic agents adverse reaction with adverse reaction-stomach/gi upset, breast right sided mammogram. The patient did not have history of difficult airway malignant hyperthermia, post-operation nausea and vomiting with anesthesia. Concomitant medications included acetylsalicylic acid (aspirin ec); atorvastatin calcium (atorvastatin calcium); famotidine (pepcid [famotidine]); ferrous sulfate (ferrous sulfate); pregabalin (lyrica); ranolazine (ranexa); clonidine (catapres [clonidine]); vitamin d3 (vitamin d3); insulin aspart (novolog); glyceryl trinitrate (nitrostat); albuterol sulfate (albuterol sulfate); colchicine; fluticasone propionate, salmeterol xinafoate (advair); ipratropium bromide (atrovent); montelukast sodium (singulair); docusate sodium (dok); calcitriol; fluticasone furoate (flonase sensimist allergy relief); lasix (furosemide); oxycodone (oxycodone); terbinafine hcl, tizanidine hydrochloride (zanaflex); acetaminophen (acetaminophen); budesonide, formoterol fumarate (symbicort); glucose (dex4); insulin glargine (lantus); isosorbide mononitrate (imdur); losartan potassium (cozaar); macrogol 3350 (miralax); amlodipine besilate (norvasc); diphenhydramine hydrochloride (benadryl); hydralazine hydrochloride (apresoline); and oxycodone (oxycodone). On (B)(6) 2017, the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate), injection, dosage unknown once via intra-articular route (with an unknown batch number) for knee pain. On (B)(6) 2017, the patient experienced that the pain was making her heart hurt, had headache. The patient had symptoms that began yesterday but she did not inform then. The headache was described as pressure and numbness in her bilateral upper and lower extremities. The pain was not improved with further medications and there was pain to legs again. On (B)(6) 2017 at 2 am, the pain worsened and the patient was unable to walk. On the same day, the patient had bilateral leg pain and was admitted to the hospital for bilateral leg pain and the general exam revealed 2+ pitting edema to left. The patient had high blood pressure on arrival and had hypertensive emergency and high glucose of 400s upon admission. The labs revealed mch low (mean cell haemoglobin decreased), alkaline phosphatase high (blood alkaline phosphatase increased), creatinine high (blood creatinine increased), hgb low (haemoglobin decreased), mcv high (mean cell volume increased), alkaline phosphatase high (blood alkaline phosphatase increased) and elevated heart rate (heart rate increased), c-reactive protein increased. It was reported that the patient had elevated glucose levels due to steroid injections that she received in both legs. It was reported that the patient had reaction to the injections which increased pain and discomfort. The pain was burning, aching, cramping, stabbing in character and with intensity of 9 and severe. The patient was sleeping on exam and woke up easy to voice. The patient reported that the pain radiates up to arms after getting injections and had pain during walking. The pain was radiating and exacerbated on movement. The patient had bilateral lower extremity pain and was unable to ambulate since an unknown date. On an unknown date, the patient experienced left knee joint swelling, muscle aches, stiffness, left knee joint pain, nausea, vomiting and had limited rom due to pain, fatigue, dizziness. On (B)(6) 2017, the patient had CT abdomen and pelvis done that revealed enlarged liver. On (B)(6) 2017, the patient was drowsy and unable to stay awake for education. On (B)(6) 2017, the nausea and vomiting improved. On an unknown date, the patient had unable to bear weight without pain and unable to move without pain, weakness on right side of face. On an unknown date, the patient also experienced abdominal pain which was because of cholelithiasis. On (B)(6) 2017, the patient was discharged from the hospital. On an unknown date, the patient experienced eye drooping and experienced generalized pain on an unknown date. The patient had history of cva with residual right sided weakness. On an unknown date, the patient was unable to lift right hand and was clumsy with right hand. On the same day, mild right sided facial droop was noted. Relevant laboratory test results included: (B)(6). Corrective treatment: oxycodone for right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain; not reported for other events. Outcome- unknown for right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, headache, dizziness, shakiness to face and hands, 1+ pitting edema to right, liver enlarged, right leg pain/ sharp lower extremity pain, elevated heart rate, unable to bear weight without pain, unable to move without pain/burning pain/radiates, abdominal pain, right knee discomfort, right joint swelling, muscle aches, unable to ambulate, making her heart hurt, drowsy/unable to stay awake, generalized pain, clumsy with right hand; not recovered / not resolved for c-reactive protein increased, mch low, creatinine high, alkaline phosphatase high, limited rom due to pain/unable to lift right leg, fatigue; not applicable for cortisone shots on same day, recovered / resolved for mcv high, recovering / resolving for glucose 400, bp increased, nausea, as vomiting, eye drooping. Seriousness criteria- hospitalization for right leg pain/ sharp lower extremity pain, medically significant for making her heart hurt. A product technical complaint was initiated and results were pending for the same.

Event description:
Making her heart hurt [chest pain - cardiac] right leg pain/ sharp lower extremity pain [leg pain] weakness on right side of face [facial weakness] eye drooping [ptosis] shakiness to face and hands [tremor] mch low [mch decreased] creatinine high [creatinine high] alkaline phosphatase high [alkaline phosphatase increased] unable to bear weight without pain [weight bearing difficulty] liver enlarged [liver enlargement] elevated heart rate [heart rate increased] unable to move without pain/burning pain/radiates [pain upon movement] abdominal pain [abdominal pain] mcv high [mean cell volume increased] glucose 400 [glucose blood increased] bp increased [blood pressure raised] vomiting [vomiting] limited rom due to pain/unable to lift right leg [joint range of motion decreased] c-reactive protein increased [crp increased] drowsy/unable to stay awake [drowsiness] generalized pain [general body pain] clumsy with right hand [clumsiness] dizziness [dizziness] headache [headache] muscle aches [muscle ache] 1+ pitting edema to right [edema knees] unable to ambulate [unable to walk] nausea [nausea] fatigue [fatigue] right knee discomfort [injection site discomfort] right joint swelling [joint swelling] right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain [aching (r) knee] cortisone shots on same day [device use issue] case narrative: this case is cross referenced with case 2019sa040893 (multiple devices). Initial information received on 01-jul-2019 from united states regarding an unsolicited valid serious case received from a lawyer. This case involves a 57 years old female patient who experienced making her heart hurt, weakness on right side of face, eye drooping , right leg pain/ sharp lower extremity pain, right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, headache, dizziness, shakiness to face and hands, mch low, creatinine high, alkaline phosphatase high, 1+ pitting edema to right, unable to bear weight without pain, liver enlarged, elevated heart rate, unable to move without pain/burning pain/radiates, abdominal pain, right knee discomfort, right joint swelling, muscle aches, unable to ambulate, cortisone shots on same day, mcv high, glucose 400, bp increased, nausea, vomiting, limited rom due to pain/unable to lift right leg, fatigue, c-reactive protein increased, drowsy/unable to stay awake, generalized pain and clumsy with right hand, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included hayfever, fibrocystic/other breast disease, morbid obesity, atrial fibrillation, motion sickness, blurred vision at times, cad,sinus infections, vertigo, pseudogout, hyperlipidemia, gerd, gallstones, sleep apnea, copd, pneumonia, home oxygen use, urgency and stress incontinence, back injury(lower back to neck), arthritis-osteo, disc-dis-lumbar (herniated disks), age related osteoporosis, peripheral neuropathy, parkinson's disease (right arm and head at times), tremors, anxiety, depression, anemia, cardiac catheterization, epistaxis, irregular menses cycles, hard of hearing (l ear). Surgical history include breast surgery, biopsy rt breast, knee surgery, colonoscopy, right arm fx surgery. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing allergic rhinitis,chronic heart failure, asthma, hypertension, peripheral vascular disease, left sided weakness, facial droop, eyelid droop, breast cancer, type 2 diabetes mellitus, obesity(extreme), allergy to azithromyin (zithromax), cefdinir (omnicef), sodium benzoate with adverse reaction-itching, cherry adverse reaction with adverse reaction-itching and iodinated diagnostic agents adverse reaction with adverse reaction-stomach/gi upset, breast right sided mammogram. The patient did not have history of difficult airway malignant hyperthermia, post-operation nausea and vomiting with anesthesia. Concomitant medications included acetylsalicylic acid (aspirin ec); atorvastatin calcium (atorvastatin calcium); famotidine (pepcid [famotidine]); ferrous sulfate (ferrous sulfate); pregabalin (lyrica); ranolazine (ranexa); clonidine (catapres [clonidine]); vitamin d3 (vitamin d3); insulin aspart (novolog); glyceryl trinitrate (nitrostat); albuterol sulfate (albuterol sulfate); colchicine; fluticasone propionate, salmeterol xinafoate (advair); ipratropium bromide (atrovent); montelukast sodium (singulair); docusate sodium (dok); calcitriol; fluticasone furoate (flonase sensimist allergy relief); lasix (furosemide); oxycodone (oxycodone); terbinafine hcl, tizanidine hydrochloride (zanaflex); acetaminophen (acetaminophen); budesonide, formoterol fumarate (symbicort); glucose (dex4); insulin glargine (lantus); isosorbide mononitrate (imdur); losartan potassium (cozaar); macrogol 3350 (miralax); amlodipine besilate (norvasc); diphenhydramine hydrochloride (benadryl); hydralazine hydrochloride (apresoline); and oxycodone (oxycodone). On (B)(6) 2017 the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate), injection, dosage unknown once via intra-articular route (with an unknown batch number) for knee pain. There will be no information available on the batch number of this case. On 28(B)(6) 2019 the patient experienced that the pain was making her heart hurt, had headache. The patient had symptoms that began yesterday but she did not inform then. The headache was described as pressure and numbness in her bilateral upper and lower extremities. The pain was not improved with further medications and there was pain to legs again. On (B)(6) 2017. At 2 am, the pain worsened and the patient was unable to walk. On the same day, the patient had bilateral leg pain and was admitted to the hospital for bilateral leg pain and the general exam revealed 2+ pitting edema to left. The patient had high blood pressure on arrival and had hypertensive emergency and high glucose of 400s upon admission. The labs revealed mch low (mean cell haemoglobin decreased), alkaline phosphatase high (blood alkaline phosphatase increased), creatinine high (blood creatinine increased), hgb low (haemoglobin decreased), mcv high (mean cell volume increased), alkaline phosphatase high (blood alkaline phosphatase increased) and elevated heart rate (heart rate increased), c-reactive protein increased. It was reported that the patient had elevated glucose levels due to steroid injections that she received in both legs. It was reported that the patient had reaction to the injections which increased pain and discomfort. The pain was burning, aching, cramping, stabbing in character and with intensity of 9 and severe. The patient was sleeping on exam and woke up easy to voice. The patient reported that the pain radiates up to arms after getting injections and had pain during walking. The pain was radiating and exacerbated on movement. The patient had bilateral lower extremity pain and was unable to ambulate since an unknown date. On an unknown date, the patient experienced left knee joint swelling, muscle aches, stiffness, left knee joint pain, nausea, vomiting and had limited rom due to pain, fatigue, dizziness. On (B)(6) 2017 the patient had CT abdomen and pelvis done that revealed enlarged liver. On (B)(6) 2017 the patient was drowsy and unable to stay awake for education. On (B)(6) 2019 the nausea and vomiting improved. On an unknown date, the patient had unable to bear weight without pain and unable to move without pain, weakness on right side of face. On an unknown date, the patient also experienced abdominal pain which was because of cholelithiasis. On 05-dec-2019, the patient was discharged from the hospital. On an unknown date, the patient experienced eye drooping and experienced generalized pain on an unknown date. The patient had history of cva with residual right sided weakness. On an unknown date, the patient was unable to lift right hand and was clumsy with right hand. On the same day, mild right sided facial droop was noted. Relevant laboratory test results included: blood alkaline phosphatase - on (B)(6) 2017: 120 [high]; on 06-dec-2017: 110 [high] blood chloride (96 - 108 mmol/l) - on (B)(6) 2017 : 90 mmol/l [low] blood creatinine - on (B)(6) 2017 : 1.6 [high] then 2.6 [high]; on (B)(6) 2017 : 2.8 [high]; on(B)(6) 2017 : 2.1 [high]; on (B)(6) 2017 : 2.2 [high]; on (B)(6) 2017 : 3.1 [high] blood glucose (70 - 100 mg/dl) - on (B)(6) 2017 : 380 mg/dl [high]; on (B)(6) 2017 : 179 mg/dl [high] blood pressure measurement - on (B)(6) 2017 : 242/106 [high] then 150/77 [high]; on (B)(6) 2017 242/106 [high]; on 01-dec-2017: 120/80 [normal]; on (B)(6) 2017 : 148/86 [high] blood urea - on (B)(6) 2017 : 23 [high]; on (B)(6) 2017 : 35 [high at 16:40- 34] blood uric acid - on (B)(6) 2017 : 8.3 [high] c-reactive protein - on (B)(6) 2017 : 13.6 [high] carbon dioxide (22 - 32 mmol/l) - on (B)(6) 2017 : 33 mmol/l [high]; on (B)(6) 2017 34 mmol/l [high]; on (B)(6) 2017 33 mmol/l [high] globulin - on (B)(6) 2017 : 3.7 [high] then 3.7 [high] haematocrit - on (B)(6) 2017 29.1 [low] then 29.1 [low] haemoglobin - on (B)(6) 2017 : 9.2 [low] then 9.2 [low]; on (B)(6) 2017 : 10.1 [low] then 10.1 [low] mean cell haemoglobin - on (B)(6) 2017 : 25.3 [low] then 25.3 [low]; on (B)(6) 2017 : 24.7 [low] then 24.1 [low] mean cell haemoglobin concentration - on (B)(6) 2017 31.6 [low]; on 06-dec-2017: 30.6 [low] red blood cell count - on (B)(6) 2017 3.63 [low] red blood cell sedimentation rate abnormal - on (B)(6) 2017 79 [high] corrective treatment: oxycodone for right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain; not reported for other events. Outcome- unknown for right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, headache, dizziness, shakiness to face and hands, 1+ pitting edema to right, liver enlarged, right leg pain/ sharp lower extremity pain, elevated heart rate, unable to bear weight without pain, unable to move without pain/burning pain/radiates, abdominal pain, right knee discomfort, right joint swelling, muscle aches, unable to ambulate, making her heart hurt, drowsy/unable to stay awake, generalized pain, clumsy with right hand; not recovered / not resolved for c-reactive protein increased, mch low, creatinine high, alkaline phosphatase high, limited rom due to pain/unable to lift right leg, fatigue; not applicable for cortisone shots on same day, recovered / resolved for mcv high, recovering / resolving for glucose 400, bp increased, nausea, as vomiting, eye drooping. Seriousness criteria- hospitalization for right leg pain/ sharp lower extremity pain, medically significant for making her heart hurt. A pharmaceutical technical complaint (ptc) was initiated on 25-jul-2019 for synvisc one with global ptc number: 59401. The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on 25-jul-2019 additional information was received on 25-jul-2019. Global ptc number and results were added. Text was amended accordingly.

Event description:
Making her heart hurt [chest pain - cardiac] right leg pain/ sharp lower extremity pain [leg pain] weakness on right side of face [facial weakness] eye drooping [ptosis] shakiness to face and hands [tremor] mch low [mch decreased] creatinine high [creatinine high] alkaline phosphatase high [alkaline phosphatase increased] unable to bear weight without pain [weight bearing difficulty] liver enlarged [liver enlargement] elevated heart rate [heart rate increased] unable to move without pain/burning pain/radiates [pain upon movement] abdominal pain [abdominal pain] mcv high [mean cell volume increased] glucose 400 [glucose blood increased] bp increased [blood pressure raised] vomiting [vomiting] limited rom due to pain/unable to lift right leg [joint range of motion decreased] c-reactive protein increased [crp increased] drowsy/unable to stay awake [drowsiness] generalized pain [general body pain] clumsy with right hand [clumsiness] dizziness [dizziness] headache [headache] muscle aches [muscle ache] 1+ pitting edema to right [edema knees] unable to ambulate [unable to walk] nausea [nausea] fatigue [fatigue] right knee discomfort [injection site discomfort] right joint swelling [joint swelling] right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain [aching (r) knee] cortisone shots on same day [wrong injection technique] case narrative: this case is cross referenced with case (B)(4) (multiple devices). Initial information received on 01-jul-2019 from united states regarding an unsolicited valid serious case received from a lawyer. This case involves a 57 years old female patient who experienced making her heart hurt, weakness on right side of face, eye drooping , right leg pain/ sharp lower extremity pain, right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, headache, dizziness, shakiness to face and hands, mch low, creatinine high, alkaline phosphatase high, 1+ pitting edema to right, unable to bear weight without pain, liver enlarged, elevated heart rate, unable to move without pain/burning pain/radiates, abdominal pain, right knee discomfort, right joint swelling, muscle aches, unable to ambulate, cortisone shots on same day, mcv high, glucose 400, bp increased, nausea, vomiting, limited rom due to pain/unable to lift right leg, fatigue, c-reactive protein increased, drowsy/unable to stay awake, generalized pain and clumsy with right hand, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included hayfever, fibrocystic/other breast disease, morbid obesity, atrial fibrillation, motion sickness, blurred vision at times, cad,sinus infections, vertigo, pseudogout, hyperlipidemia, gerd, gallstones, sleep apnea, copd, pneumonia, home oxygen use, urgency and stress incontinence, back injury(lower back to neck), arthritis-osteo, disc-dis-lumbar (herniated disks), age related osteoporosis, peripheral neuropathy, parkinson's disease (right arm and head at times), tremors, anxiety, depression, anemia, cardiac catheterization, epistaxis, irregular menses cycles, hard of hearing (l ear). Surgical history include breast surgery, biopsy rt breast, knee surgery, colonoscopy, right arm fx surgery. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing allergic rhinitis,chronic heart failure, asthma, hypertension, peripheral vascular disease, left sided weakness, facial droop, eyelid droop, breast cancer, type 2 diabetes mellitus, obesity(extreme), allergy to azithromyin (zithromax), cefdinir (omnicef), sodium benzoate with adverse reaction-itching, cherry adverse reaction with adverse reaction-itching and iodinated diagnostic agents adverse reaction with adverse reaction-stomach/gi upset, breast right sided mammogram. The patient did not have history of difficult airway malignant hyperthermia, post-operation nausea and vomiting with anesthesia. Concomitant medications included acetylsalicylic acid (aspirin ec); atorvastatin calcium (atorvastatin calcium); famotidine (pepcid [famotidine]); ferrous sulfate (ferrous sulfate); pregabalin (lyrica); ranolazine (ranexa); clonidine (catapres [clonidine]); vitamin d3 (vitamin d3); insulin aspart (novolog); glyceryl trinitrate (nitrostat); albuterol sulfate (albuterol sulfate); colchicine; fluticasone propionate, salmeterol xinafoate (advair); ipratropium bromide (atrovent); montelukast sodium (singulair); docusate sodium (dok); calcitriol; fluticasone furoate (flonase sensimist allergy relief); lasix (furosemide); oxycodone (oxycodone); terbinafine hcl, tizanidine hydrochloride (zanaflex); acetaminophen (acetaminophen); budesonide, formoterol fumarate (symbicort); glucose (dex4); insulin glargine (lantus); isosorbide mononitrate (imdur); losartan potassium (cozaar); macrogol 3350 (miralax); amlodipine besilate (norvasc); diphenhydramine hydrochloride (benadryl); hydralazine hydrochloride (apresoline); and oxycodone (oxycodone). On (B)(6) 2017 the patient started taking synvisc one (hylan g-f 20, sodium hyaluronate), injection, dosage unknown once via intra-articular route (with an unknown batch number) for knee pain. There will be no information available on the batch number of this case. On (B)(6) 2019 , the patient experienced that the pain was making her heart hurt, had headache. The patient had symptoms that began yesterday but she did not inform then. The headache was described as pressure and numbness in her bilateral upper and lower extremities. The pain was not improved with further medications and there was pain to legs again. On (B)(6) 2017 at 2 am, the pain worsened and the patient was unable to walk. On the same day, the patient had bilateral leg pain and was admitted to the hospital for bilateral leg pain and the general exam revealed 2+ pitting edema to left. The patient had high blood pressure on arrival and had hypertensive emergency and high glucose of 400s upon admission. The labs revealed mch low (mean cell haemoglobin decreased), alkaline phosphatase high (blood alkaline phosphatase increased), creatinine high (blood creatinine increased), hgb low (haemoglobin decreased), mcv high (mean cell volume increased), alkaline phosphatase high (blood alkaline phosphatase increased) and elevated heart rate (heart rate increased), c-reactive protein increased. It was reported that the patient had elevated glucose levels due to steroid injections that she received in both legs. It was reported that the patient had reaction to the injections which increased pain and discomfort. The pain was burning, aching, cramping, stabbing in character and with intensity of 9 and severe. The patient was sleeping on exam and woke up easy to voice. The patient reported that the pain radiates up to arms after getting injections and had pain during walking. The pain was radiating and exacerbated on movement. The patient had bilateral lower extremity pain and was unable to ambulate since an unknown date. On an unknown date, the patient experienced left knee joint swelling, muscle aches, stiffness, left knee joint pain, nausea, vomiting and had limited rom due to pain, fatigue, dizziness. On (B)(6) 2017 , the patient had CT abdomen and pelvis done that revealed enlarged liver. On (B)(6) 2017 the patient was drowsy and unable to stay awake for education. On (B)(6) 2019 the nausea and vomiting improved. On an unknown date, the patient had unable to bear weight without pain and unable to move without pain, weakness on right side of face. On an unknown date, the patient also experienced abdominal pain which was because of cholelithiasis. On (B)(6) 2019 the patient was discharged from the hospital. On an unknown date, the patient experienced eye drooping and experienced generalized pain on an unknown date. The patient had history of cva with residual right sided weakness. On an unknown date, the patient was unable to lift right hand and was clumsy with right hand. On the same day, mild right sided facial droop was noted. Relevant laboratory test results included: blood alkaline phosphatase - on (B)(6) 2017 120 [high]; on (B)(6) 2017 110 [high] blood chloride (96 - 108 mmol/l) - on (B)(6) 2017 : 90 mmol/l [low] blood creatinine - on (B)(6) 2017 : 1.6 [high] then 2.6 [high]; on (B)(6) 2017 2.8 [high]; on (B)(6) 2017 2.1 [high]; on (B)(6) 2017 2.2 [high]; on (B)(6) 2017 3.1 [high] blood glucose (70 - 100 mg/dl) - on (B)(6) 2017 380 mg/dl [high]; on (B)(6) 2017 179 mg/dl [high] blood pressure measurement - on (B)(6) 2017 242/106 [high] then 150/77 [high]; on (B)(6) 2017 242/106 [high]; on (B)(6) 2017 120/80 [normal]; on (B)(6) 2017 148/86 [high] blood urea - on (B)(6) 2017 23 [high]; on (B)(6) 2017 35 [high at 16:40- 34] blood uric acid - on (B)(6) 2017 8.3 [high] c-reactive protein - on (B)(6) 2017 13.6 [high] carbon dioxide (22 - 32 mmol/l) - on (B)(6) 2017 33 mmol/l [high]; on (B)(6) 2017 34 mmol/l [high]; on (B)(6) 2017 33 mmol/l [high] globulin - on (B)(6) 2017 3.7 [high] then 3.7 [high] haematocrit - on (B)(6) 2017 : 29.1 [low] then 29.1 [low] haemoglobin - on (B)(6) 2017 9.2 [low] then 9.2 [low]; on (B)(6) 2017 10.1 [low] then 10.1 [low] mean cell haemoglobin - on (B)(6) 2017 25.3 [low] then 25.3 [low]; on (B)(6) 2017 24.7 [low] then 24.1 [low] mean cell haemoglobin concentration - on (B)(6) 2017 31.6 [low]; on (B)(6) 2017: 30.6 [low] red blood cell count - on (B)(6) 2017 3.63 [low] red blood cell sedimentation rate abnormal - on (B)(6) 2017 79 [high] corrective treatment: oxycodone for right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain; not reported for other events. Outcome- unknown for right knee pain/pain only worsened/sharp pain/tenderness/increases her pain/joint pain, headache, dizziness, shakiness to face and hands, 1+ pitting edema to right, liver enlarged, right leg pain/ sharp lower extremity pain, elevated heart rate, unable to bear weight without pain, unable to move without pain/burning pain/radiates, abdominal pain, right knee discomfort, right joint swelling, muscle aches, unable to ambulate, making her heart hurt, drowsy/unable to stay awake, generalized pain, clumsy with right hand; not recovered / not resolved for c-reactive protein increased, mch low, creatinine high, alkaline phosphatase high, limited rom due to pain/unable to lift right leg, fatigue; not applicable for cortisone shots on same day, recovered / resolved for mcv high, recovering / resolving for glucose 400, bp increased, nausea, as vomiting, eye drooping. Seriousness criteria- hospitalization for right leg pain/ sharp lower extremity pain, medically significant for making her heart hurt. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc one with global ptc number: 59401. The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation was completed on 25-jul-2019. Additional information was received on 25-jul-2019. Global ptc number and results were added. Text was amended accordingly. Upon internal review on 01-nov-2019 with the clock start date of 25-jul-2019, the event term coded was updated from device use issue to wrong injection technique.